Manufacturer narrative:
The device has been received by the manufacturer for testing and investigation, however, the investigation is not complete yet. A DHR lot#3942822 and relevant commodities were reviewed and no non-conformance's were found that would have contributed to the reported complaint.

Event description:
The event involved a leak of blood through the edges of a tego connector during dialysis. The patient involved is an (B)(6) male, initials r.a.c.m, diagnosed with chronic renal insufficiency. The blood loss was less than 150ml and was observed on the connector of the arterial access. The device was replaced and there was no one harmed as a result of the event. The device was discarded and there is no sample available for return.

Manufacturer narrative:
The single used lat-d1000 tego connector was returned with no visible external damage. Functional testing revealed an internal leak and when the used lat-d1000 tego connector was disassembled the seal had been punctured and torn typical of access with a sharp instrument such as a needle. The complaint is confirmed, however, there were no manufacturing anomalies noted.